Manufacturer narrative:
The reported product which has an expiry date of 10-2011 (october 2011) indicated on the packaging was reportedly used in surgery on (B)(6) 2013. It is the responsibility of the user to verify the expiration date and ensure that the product is used within this time frame. It is reported that the surgeon was informed that the product was expired and the surgeon decided to implant the product in the patient anyway. Based on the provided information it has been determined that this event is associated with an off-label application.

Event description:
During a knee procedure, the nurse took two items from a knee triathlon kit which expiry date were due. The surgeon who was already informed of that situatuion decided to implant them in the patient.

Event description:
During a knee procedure, the nurse took two items from a knee triathlon kit which expiry date were due. The surgeon who was already informed of that situation decided to implant them in the patient.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was implanted. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4).